Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse determined a leak coming from a loose reagent probe a fluid tube line to bead assembly. The fse replaced and secured the probe line to resolve the issue and verified the repair as per established procedures. Failure mode of the event is attributed to a loose reagent probe tubing. (B)(4).

Event description:
The customer reported that quality control (qc) recoveries for therapeutic drugs were not within the established range on the unicel dxc 800 synchron system. The customer reported that the instrument generated reaction absorbance low error messages for this event. The customer indicated that the instrument also generated blank reaction absorbance high and low errors for multiple patient results. Upon troubleshooting the errors, the customer observed fluid on the reaction wheel cover under reagent probe a and on the black drip tray under reagent probe b. The customer had also received a no fluid detected in cuvette error message. The customer stated that approximately 10 to 20 milliliters of fluid leaked. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.